Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the resolution date was in (B)(6) 2015.

Event description:
(B)(4). It was reported that thrombus on the device occurred. The patient had a left atrial appendage closure (laac) procedure performed in (B)(6) 2015 and a watchman ® laa closure device was implanted with a complete seal. One week later, transesophageal echocardiogram (tee) follow up revealed thrombus that measured 4 x 7mm on the surface of the device. It was also noted that there was still a complete seal.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).